Event description:
During an emergency reanimation, the orthopedic surgeon attempted to shock the pt using the defibrillator electrodes. The device did not "fire". The doctor tried again using the defibrillator paddles, and the device did "fire". The pt died, although co was not notified until 2 months after the event.

Manufacturer narrative:
Attempts to acquire the required pt info are ongoing. Co will update this report when it has acquired this info. The subject device has not been returned to co for evaluation. Co is attempting to retrieve the device for evaluation. Once the device is evaluated, a follow-up report will be submitted.